Event description:
Emt's responded to a person in cardiac arrest. The device was connected to the patient in AED mode with disposable defibrillation/ECG electrodes. According to the reporter, the device alarmed "connect electrodes" several time during the call interfering with ECG analysis and delivering shocks. Four countershocks were delivered and the patient was transported to the hospital but the patient outcome is unknown.